Event description:
Complainant alleged that during incoming inspection the device failed to charge the energy to the selected energy setting. Complainant indicated that there was no patient involvement in the reported malfunction.